Event description:
This patient received 44 shocks due to noise on the ventricular lead. The physician speculated about a possible cracked coil or insulation break. This system was replaced with a competitive system. Lumax 340 dr-t, (B) (4), MDR 1028232-2009-01038.